Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer stated that he held a button down for three minutes or longer. The customer's blood glucose was 300 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.